Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Alternate fax: (B)(6). (B)(4). Device evaluation: visual analysis of the returned device identified: broken shell, part of the shell is missing, wear abrasion, crease fold, underweight. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed as fold flaw opening. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.